Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within required specifications at the time of release. The patient is a new pump user and initiated insulin pump therapy without completing pump training. The patient completed pump training, and has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed.